Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device ran in locked position, the device had air leak, was corroded and the adhesive joint of connector shell had come loose. Temperature evaluation had to be canceled after three minutes as the device was heating up quickly. The device also failed pretests for visual assessment, break out box motor assessment, safety check assessment, temperature assessments and connector loctite assessment. The assignable root cause was traced to component failure due to normal wear. A CAPA has been initiated to address the loose connector shell. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device ran in locked position, the device had air leak, was corroded and the adhesive joint of connector shell had come loose. Temperature evaluation had to be canceled after three minutes as the device was heating up quickly. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, safety check assessment, temperature assessments and connector loctite assessment. It was noted in the service order that the device was unable to attach to the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.